Event description:
The customer obtained a higher than expected vitros phbr quality control result (qc fluid k1912= 14.7 vs. 11.36 ug/ml) while using a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros phbr patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros phbr quality control result was obtained while using a vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. The root cause of this event is unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.